Event description:
The customer contact reported a disconnection. At an unspecified time, the secure lock male adapter of the tubing set was connected to an unspecified device and was being used to deliver an unspecified medication. After an unspecified length of time, the customer contact reported that the secure lock male adapter of the tubing set disconnected from the patient. It was reported that a reflux of blood at the catheter level was noted. No specific details were provided. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. No additional information was provided.

Manufacturer narrative:
The customer contact indicated the device was discarded. Investigation is not complete. The catalog number provided in the international list number that was involved in the reported event, which is comparable to the domestic list number listed in the "other" filed. The reporter was contacted and information on reprocessing of the device was requested; however, the information was not obtained. This report represents all the information known by the reporter upon query by hospira personnel.